Event description:
The account stated that qc was out of range for all levels with cd3000 control lot 0127 on their cd3200 cs analyzer. The account had calibrated the analyzer with cell-dyn 22 calibrator lot 3100. The customer technical advocate sent the account cd22 calibrator lot 3101. The account calibrated with the new lot and their qc was much closer to the mean. There was no report of suspect pt results.

Manufacturer narrative:
On-market instability for platelets with cell-dyn 22 calibrator lots 3098 and 3099 is being experienced. The calibrator could read higher by at least 10% on the cell-dyn ruby and as much as 22% on the cell-dyn 3200. If this calibrator is used and the calibration factor on the instrument is adjusted, a negative platelet sample bias could result. As a precaution, lot 3100 was also removed from use. Investigation into the cause of this instability is in progress. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.